Manufacturer narrative:
Results: the benchmark dc was fractured approximately 62.0 cm from the hub, ovalized approximately 97.0 cm from the hub, and kinked in multiple locations throughout its length. Conclusions: evaluation of the returned device revealed it was fractured and ovalized. This damage likely occurred due to forceful handling of the benchmark dc during preparation for use. Further evaluation revealed the benchmark dc was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the proximal end of the penumbra benchmark 6f 071 delivery catheter (benchmark dc) was kinked during preparation of the device. The damage to the benchmark dc was noticed prior to use; therefore it was not used in the procedure. The procedure was completed using a new benchmark dc.